Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited noise. The lead was replaced during the procedure on (B)(6) 2021. No patient consequences.

Manufacturer narrative:
Correction: previously reported g3 should have been 25 feb 2021.